Event description:
It was reported by the customer that their insulin pump was alarming low threshold. Blood glucose level was 150 mg/dl at time of reporting. Advised customer to change threshold limit and unsuspended the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.